Manufacturer narrative:
Concomitants: 350-22-11 - tibial insert fb sz 1 rt 7mm. 350-02-01 - talar implant sz 1 rt.

Event description:
As reported by the exactech vantage total ankle study, approximately 6 months post-op of initial implantation of a right tka, patient presented with impingement and pain. Medial gutter impingement and sural nerve entrapment, requiring secondary procedure. The outcome of the event was resolved by neuroplasty (of sural nerve) and ankle debridement approximately 4 months after reported event. The clinical report indicates that the event is definitely not related to the device(s) and definitely related to the procedure. This event report was received through clinical data collection activities and no device return is anticipated.